Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed scissoring at the tips of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, where a .088 offset at the tips was observed, thereby causing side to side misalignment of grips. The instrument electrical continuity test passed. The cause of the damage was likely due to mishandling/misuse. Failure analysis investigation also found indentations at the edge of the distal pulley with visible scratches on its surface. In addition, the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.